Manufacturer narrative:
See incident description for device evaluation.

Event description:
Device evaluation: the lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. The meter was found to have a software issue. Complaints relating to the reported product(s) were evaluated. It was concluded that the number of complaints for the product(s) did not breach thresholds indicative of a systemic issue. On (B)(6) 2019, the lay user/patient contacted lifescan USA, alleging an unusual issue in that the subject meter displayed a message of ¿no language¿. This complaint was initially ruled out because there was no indication to reasonably suggest that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue.